Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room for chest pain and possible syncopal event. Interrogation of the device noted some atrial oversensing at times on stored electrograms. The atrial lead remains in use. No further patient complications have been reported as a result of this event.